Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited increased shock impedance measurements, however remained within normal limits. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes and provided further troubleshooting options. Defibrillation testing was completed with impedance measurements still high, but still remained within normal limits. This device remains in service. No additional adverse patient effects were reported.